Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, two 16 mm amplatzer septal occluders were chosen for implant using an unknown size unknown size amplatzer trevisio intravascular delivery system. During placement, the devices had cobra deformation. The deformed devices were never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no adverse consequences. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. Based on the available information, a cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design, or labeling.